Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had concerns about the cardiac resynchronization therapy pacemaker (crt-p) longevity. The device remains in use. No patient complications have been reported as a result of this event.